Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed noise over sensing that appeared to be minute ventilation (mv) termination algorithm due to signal artifact monitoring over sensing. The noise had been observed since the crt-d was implanted. Furthermore, pacing impedance had been trending down, but still within normal limits for this lv lead. Programming the lv sensing off and monitoring the patient was recommended as the patient is dependent. The crt-d and the lv lead remain in service. No adverse patient effects were reported.